Event description:
(B)(4). It was reported that vessel dissection occurred. In (B)(6) 2014, clinical assessment identified patient¿s qualifying conditions as unstable angina as well as silent ischemia and was referred for cardiac catheterization which revealed 4 lesions. Target lesion#1 was located in the distal left circumflex (lcx) with 90% stenosis, a length of 28 mm, and a reference vessel diameter of 3.0 mm. Target lesion#1 was treated with pre-dilatation, placement of a 3.00 x 28 mm study stent with 0% residual stenosis. Target lesion#2 was located in the proximal lcx with 90% stenosis, a length of 24 mm, and a reference vessel diameter of 3.0 mm. Target lesion#2 was treated with pre-dilatation, placement of a 3.00 x 24 mm study stent with 0% residual stenosis. Target lesion#3 was located in the mid right coronary artery (rca) with 80% stenosis, a length of 12 mm, and a reference vessel diameter of 4.0 mm. Target lesion#3 was treated with direct placement of a 4.00 x 12 mm study stent with 0% residual stenosis. Target lesion#4 was located in the proximal rca with 90% stenosis, a length of 16 mm, and a reference vessel diameter of 4.0 mm. A dissection was noticed during the index procedure in the target lesion#4 proximal rca which was treated with direct placement of a 4.00 x 16 mm promus element ¿ drug-eluting stent, following study stent placement a wide tear appeared in the proximal rca. The grade c dissection in the proximal rca was subsequently treated using a non-bsc stent as bailout, following intervention the patient recovered and the event resolved. The event led to the prolongation of initial hospitalization and the subject was discharged 4 days post index procedure.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that target lesion#1 was located in the proximal lcx extending into the distal lcx with 90% stenosis, a length of 50 mm, and a reference vessel diameter of 3.0 mm. The target lesion#1 was treated with pre-dilatation, placement of 3.00 x 28 mm and 3.00 x 24 mm promus element study stents with 0% residual stenosis.